Event description:
A caller reported experiencing an occlusion alarm, and although the specific alarm number could not be verified in pump history, similar alarm events had occurred previously. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer attempted to acknowledge the alarm and resumed insulin delivery, but a cartridge alarm would occur, necessitating a cartridge change to continue insulin delivery. The customer was not experiencing frequent occlusion issues, and no additional assistance was necessary; therefore, the case was closed by technical support.